Manufacturer narrative:
Device evaluated by manufacturer: an examination of the return device revealed that blood and contrast were visible throughout the distal lumen. Tip damage was also noted. The balloon was pressurized with an inflation device and a pinhole was noted in the balloon material 7mm from distal tip. Inspection of the remainder of the balloon presented no irregularities in the balloon material or the ro markers that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure a balloon rupture occurred. The lesion was located in the moderately tortuous right coronary artery. The physician deployed a non-bsc stent and advanced the 12mm x 3.75mm quantum apex balloon catheter to post-dilate the stent. The quantum apex balloon was inflated three times, however, during the third inflation the balloon was inflated to 16 atms and ruptured. The quantum apex balloon was removed intact and a 3.75mm x 15mm quantum was used to complete the procedure. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: (B)(6). (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure a balloon rupture occurred. The lesion was located in the moderately tortuous right coronary artery. The physician deployed a non-bsc stent and advanced the 12mm x 3.75mm quantum apex balloon catheter to post-dilate the stent. The quantum apex balloon was inflated three times, however, during the third inflation the balloon was inflated to 16 atms and ruptured. The quantum apex balloon was removed intact and a 3.75mm x 15mm quantum was used to complete the procedure. No patient complications were reported and the patient's status is good.